Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and stenosis are listed in the xience prime everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that on (B)(6) 2013, the patient underwent a coronary stenting procedure, with implantation of a 3.5 x 28 mm xience prime stent in the proximal left anterior descending artery. On (B)(6) 2016, the patient was re-hospitalized due to chest pain. In-stent restenosis was noted within 5 mm of the xience prime stent and on (B)(6) 2016, a revascularization procedure was performed. The patient condition resolved on (B)(6) 2016 and the patient was discharged. There was no additional information provided.